Event description:
Had cervical MRI done at (B)(6). The machines walls as my elbow was touching the wall of the machine while I was in there was getting very hot. I didn't want to move but had to move my elbow and hold it close to my body as testing was going. I've done MRI before and I know it gets warm. But this time the walls were getting hot like if you are touching an iron. Skin to skin. I told the tech the wall were getting hot but it was briefly. I just want to notify you that machine needs to get clean inside I was looking at blood spots, and the walls were getting very hot to touch. I would not do another MRI there at (B)(6). I will also notify my orthopedics dr. (B)(6) when I see him in my appointment. Other than that, everything was ok.